Event description:
The actual lead was not received for evaluation. We did receive performance data collected on the lead from the device and have analyzed the data. The lead tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the actual device was not received for evaluation. We did receive performance data collected from the device on the lead and have analyzed the data. Oversensing was found. There were two ventricular non-sustained tachycardia episodes of less than or equal to 210 milliseconds on (B)(6) 2012. Interference/noise was found. There was a ventricular short interval count equal to 26 counts on (B)(6) 2012.